Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the distal left anterior descending (lad) artery. The 3.0x12mm trek balloon dilatation catheter (bdc) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without issue. There was no interaction of devices and no damages noted to the bdc. The 3.0x08mm trek bdc was successfully advanced to the lesion; however, inflation to 8 atmospheres (atm) was very slow. When negative was pulled, the bdc balloon could not be deflated. Attempts to deflate the balloon were unsuccessful; therefore, the inflated bdc was pulled with resistance into the aorta and inflated above rated burst pressure (rbp) until the balloon ruptured. The bdc was then removed without issue and upon withdrawal, the bdc shaft was noted to be kinked. Reportedly, the 3.0x08mm trek bdc had been unpacked with no resistance noted during removal of the protective sheath and no damages noted to the bdc before use. Additionally, the 3.0x08mm trek bdc had been soaked and prepped with 50/50 contrast before use with no issue or leak noted during preparation. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. An unspecified bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.